Event description:
This is submitted to report the clip (cds 40822u5/(B)(4)) positioning issue in the left ventricle and chordal damage, which is considered a serious injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. One clip was implanted in the central position of the mitral valve and the mr was reduced to 2. The second clip delivery system (cds 40822u5/(B)(4)) was advanced to the mitral valve. An attempt was made to position the clip on the medial side of the implanted clip but during movement of the cds in the left ventricle, the clip drifted to the far medial side. The physician commented that positioning was difficult due to the chordae structures on the medial side and not due to the device. There were no steering issues, but the clip could not be positioned. It was decided to end the procedure. The clip then became caught in the chordae but was able to be removed back into the left atrium with rotation of the cds and limited force. The mr grade had increased slightly to 2-3, and it was believed that there was small chordal damage. The patient was confirmed to be in stable medical condition post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for difficulty positioning the clip delivery system (cds) resulting in the clip becoming caught in the chordae/difficulty removing the device can include, but are not limited to, patient conditions such as anatomical morphology/pathology, user technique/procedural conditions (excessive tension on the device during the procedure) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, the difficulty positioning the cds resulting in clip becoming caught in the chordae/difficulty removing the device may be influenced by patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. Based on the information reviewed, the reported difficulty positioning the cds and the clip becoming caught in the chordae / difficulty removing the cds appear to be related to patient/procedural conditions and not a product quality deficiency. There does not appear to be any evidence of a product quality deficiency associated with the cds for the reported issue. The patient effect of tissue damage (mitral valve injury), is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history indicated there have been no other similar issues reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.